Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed that all servers were up and running, and messages were successfully crossing over between admit discharge transfer (adt) and enterprise (es) in both directions. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to login into the stations all over the facility and displayed an error that no connectivity on the station. However, there were no delay to patient care and adverse events or injuries reported based on this incident.